Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose ranged from 400 mg/dl to displaying "high" on the continuous glucose monitor. Customer was admitted to the emergency room (ER). Customer was administered an insulin injection, and was released from the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.